Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while programmed in secondary sensing vector due to oversensing of p-waves during atrial flutter. Review of the data found two untreated episodes from the same day. The patient was brought into the clinic for testing where primary sensing vector showed oversensing of the p-wave and alternate sensing vector showed very low r-wave amplitude. The inappropriate shock has had a psychological impact on the patient and they are requesting explant. It was noted that the patient experienced pain and anxiety from previous appropriate shocks, which led to the current psychological impact. Boston scientific technical services (ts) was consulted to discuss programming and troubleshooting options. Upon review, ts advised of further troubleshooting steps including obtaining an x-ray. At this time the s-ICD remains in service and no additional adverse patient effects were reported. Additional information was received that the patient was brought in for additional testing. The sensing for all three vectors was not optimal. An x-ray was taken and showed appropriate system placement. Subsequently the physician elected to change out the s-ICD for a dual chamber implantable cardioverter defibrillator (ICD) due to the newly developed atrial fibrillation (af) and bradycardia. A revision procedure was performed where the s-ICD and electrode were explanted, and a new ICD was implanted without issue. No additional adverse patient effects were reported. It was noted that the hospital has retained the s-ICD and it is not expected to be returned for analysis.

Manufacturer narrative:
The product return is not expected. However, if the product is returned analysis will be performed and this report would be updated at that time.